Event description:
Infection presented several days after surgery. Surgical date was 2006 with fever prsenting 7 days later.

Manufacturer narrative:
The manufacturing process, design, inspection, testing, lot records, sterilization data, training, etc. Were evaluated. The investigation of this event was inconclusive as to the cause and/or contributing events. There was no apparent failure of the product to meet its specification or failure to function as intended. It is not clear that the infection was related to the axialif procedure.